Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 52 year old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 3 of support, a clot was noted in the iliac and a thrombectomy successfully performed. During closure, the proglide failed and resulted in perforation of the vessel, which was repaired with surgical cut down. The device was explanted. This event is conservatively reported as thrombosis prompted intervention, but there was no lasting harm or injury reported. Vascular injury is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
D1: brand name updated. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the thrombosis was not determined due to insufficient clinical details. The cause of vessel perforation/patient device interaction problem was most likely use related since the clinical team confirmed vessel perforation was due to failure of proglide closure.